Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000563 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and after mapping with octaray, when air flushing of the vizigo sheath was performed for switching to an ablation catheter, air was continued to be drawn in constantly. Upon checking the sheath, the hemostatic valve was found to be damaged. It was determined that continuation of use of the sheath was not possible, so the sheath was replaced with a new one. After that, the procedure was completed without any further problems. No adverse patient consequence was reported. Additional information was received which indicated that the hemostatic valve was cracked. No air entered the patient¿s body.